Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The unspecified target lesion was highly calcified. The physician advanced the 3.0 x 24mm promus element,mr stent delivery system to the lesion and the stent buckled on the proximal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).